Manufacturer narrative:
The device(s) was not returned, and therefore no sample evaluation was completed. A clinical assessment could not be completed due to a lack of receipt of medical records and imaging; no requests were made due to the lack of any patient identifier. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be assessed. Procedure-related harms for this event could not be determined. The final patient status post re-intervention is unknown. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Insufficient information received to determine device iteration; the device iteration will be provided if/when further information is received.

Manufacturer narrative:
The devices involved in this event have not be returned for evaluation. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Insufficient device information received to determine device iteration. Device iteration will be provided when further information is received. Devices not returned.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with a suspected afx stent graft on an unknown date. On (B)(6) 2019, a physician elected to implant a suprarenal stent graft extension to treat an unknown device failure. No further information was provided. As of date, there have been no additional patient sequelae reported.